Manufacturer narrative:
This supplemental report is being submitted to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a normal ebus (endobronchial ultrasound bronchoscopy) procedure, the needle was inserted into the ebus device and was punctured. The user attempted to pull the stylet/wire out of the needle and this was not possible. It got stuck and could not be pulled out. The procedure was stopped and the needle was removed from the device. It was changed to a 21g needle with similar device model. There was no patient harm or injury was reported due to the event.